Manufacturer narrative:
According to the rm, based on her investigation, the patient's bowel injury was due to operator error. There is no allegation that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci surgical procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have a perforated bowel 5 days after undergoing a da vinci prostatectomy procedure.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon observed a puff of smoke coming from his left hand instrument, a maryland bipolar forceps instrument, while he was taking down some adhesions with his right hand instrument, a monopolar curved scissors (mcs) instrument. At that point, the surgeon released the bowel and claimed that when he closed the jaws of the maryland bipolar forceps instrument, it would tone out the generator and appear to activate its dispersion of energy without his pushing of the pedal at the console. The surgeon then began to question the surgical staff and requested for all of the instruments to be removed from the patient. According to the surgeon, the surgical staff discovered that they might have had the bipolar instrument incorrectly plugged into the hand bovie jack on their valley lab generator. After the surgical staff plugged the bipolar instrument into the correct location, the surgeon indicated that everything worked appropriately. The surgeon inspected the patient's sigmoid colon and did not find any issues that concerned him. However, five days post-op, the patient had reported complaints of abdominal pain and was found to have a perforated bowel. On 11/12/2013, isi contacted the risk manager (rm) from the site. The rm stated that she performed an investigation at the site and interviewed the surgeon and surgical staff involved with the reported event. Based on her investigation, the rm determined that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. In regards to the bipolar cord being incorrectly plugged into the hand bovie jack, the rm explained that the hand bovie jack tower was dead and therefore there was no free flow of energy current from the maryland bipolar forceps instrument while the instrument was connected to it. The rm concluded that the patient's bowel injury was due to operator error and that the surgeon had nicked the patient's bowel with an unspecified instrument. She also stated that the maryland bipolar forceps instrument and da vinci system involved with this event have been used in subsequent surgical procedures and there have been no reported issues. According to the rm, the patient underwent emergency surgery to repair the bowel injury and has since been discharged from the hospital. The rm stated that the patient was doing well.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the da vinci prostatectomy procedure on (B)(6) 2013. The surgeon stated that bubbles appeared around the jaws of the maryland bipolar forceps instrument although he was not pressing the energy pedal on the surgeon side console (ssc). According to the surgeon, he remained at the ssc while the surgical staff checked the cables. The surgeon claimed that the surgical staff informed him that possibly the cables were not plugged in correctly. The surgeon also stated that the patient's bowel was repaired by another surgeon at a different facility. The surgeon indicated that he spoke to the surgeon who performed the repair of the patient's bowel and was told that the perforation was quarter sized and there were no signs of burns. The surgeon did not provide a cause for the reported bowel injury. On (B)(4) 2013, isi also contacted the clinical sales representative (csr). According to the csr, the site uses a valley lab force fx generator.